Event description:
Allegedly, patient was revised due to mom complications: pain; pseudotumor and metallosis; pseudocapsule with dark murky fluid; metallosis and synovitis tissue; necrotic bone and focal fibrohistiocytic granulomatous; infection; re-revision a pseudocapsule, metallosis and pus was recovered: left.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01112, -01113, -01114, -01115, -01116, -01117.